Manufacturer narrative:
The evaluation of vad-14406 confirmed the report of a suspected internal driveline wire compromise. Review of the submitted log file confirmed the reported driveline disconnect, low speed hazard, and low flow hazard alarms. These alarms correlated with pump speed reductions below the low speed limit, including pump stops, with slight elevations in pump power. The events appeared to occur while the patient was operating on the power module. The driveline was cut approximately 11¿ from the pump housing. A 27¿ segment of the driveline extending from the metal connector was also returned; continuity testing of this portion found all wires were electrically intact, and examination did not reveal any wires compromises. Continuity testing of the portion of the driveline extending from the pump housing revealed all wires were electrically intact. Some breakdown of the braided shield was noted approximately 8.5¿ from the pump housing, and examination of the underlying wires revealed a breach in the orange wire insulation in this location. The inner conductors of the orange wire were exposed, which was confirmed via hipot testing. The observed wire damage appeared to be the result of fatigue failure due to abrasion of the wire insulation against the braided shield. No other areas of compromised wire insulation were identified. If the exposed conductors of the compromised orange wire contacted the braided metal shield while the patient was operating on tethered power, the resulting electrical short to ground would have caused the low speed and pump stop events captured in the log file, resulting in the reported alarms. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller began alarming intermittently mid-change from battery power to the power module and continued to sound pump off, low flow, low speed, low voltage and driveline disconnect alarms. The patient re-checked all connections and confirmed they were correct. The patient then successfully changed out the system controller and also placed herself on new batteries and battery clips and remained on them all night with no further alarms. While in the clinic the next day and on the new system controller, the patient was placed on the hospital's power module patient cable which elicited alarms. The vad coordinator could not feel any external abnormalities on the patient's percutaneous lead and could not recreate the alarm during manipulation. The alarms reoccurred while the patient was sitting in a chair. Log files confirmed multiple red heart alarms while operating on the power module. On (B)(6) 2015 the patient received a pump exchange for a suspected internal percutaneous lead broken wire. The surgeon felt there was an area of compromise in the internal portion of the percutaneous lead upon examination. No further issues have been reported post-exchange.

Manufacturer narrative:
Approximate age of device: 1 year.the lvad was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.